Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. The patient was also implanted with a tm patella. It was reported that the patient rec'd both implants on (B)(6) 2014 and experiences pain and instability. As of this date, no revision surgery has been planned. Note that the persona tibia component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to spec. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.